Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on the bottom surface of the right ventricular grommet. The returned device indicated a loose/detached right ventricular set screw and a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD), the physician had difficulty removing the wrench from the header. After aggressively pulling on the wrench, it came loose along with a small unidentified particle that was part of the device header. After that, noise was seen and acceptable readings could not be obtained. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.